Event description:
It was reported that the patient experienced hypoglycemia to 60 mg/dl after a meal while using the ilet bionic pancreas, with the patient noting coexisting gastroparesis; the patient ingested oral carbohydrates (pepsi), and blood glucose increased to 90 mg/dl, and troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included transient impairment that resolved with oral glucose and self-management without hospitalization. Investigation included review of the event details and patient-reported troubleshooting and education. Investigation of this case revealed no device malfunction reported or confirmed, and the event was consistent with hypoglycemia of unclear cause potentially influenced by variable gastric emptying. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.